Event description:
A surgeon reports that during intraocular lens (iol) implantation, he noticed a broken haptic after inserting the iol into the eye. The incision was widened to facilitate removal of the iol and insertion of a second iol. Add'l info has been requested.